Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the luer hub of a 6f .070 judkins right 4 100 cm vista brite tip guiding catheter is cracked and leaking. The cracked damage was noticed during prep. It could not be used normally. The device was not used in the patient. There was no reported patient injury. The device was inspected prior to use and no anomalies were noted. The device was pulled from the packaging by the hub. The device was torqued or ¿steered¿ by the hub. A cordis sheath was used. The vessel characteristics at the target site were mildly calcified, no tortuosity, acute angle, bifurcating, with 80% stenosis. The vessel characteristics at access site had no calcification, tortuosity, stenosis, acute angle or bifurcating. The procedure was an intervention. A contralateral approach was not used. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the luer hub of a 6f .070 judkins right 4 100 cm vista brite tip guiding catheter is cracked and leaking. The cracked damage was noticed during prep. It could not be used normally. The device was not used in the patient. There was no reported patient injury. The device was inspected prior to use and no anomalies were noted. The device was pulled from the packaging by the hub. The device was torqued or ¿steered¿ by the hub. A cordis sheath was used. The vessel characteristics at the target site were mildly calcified, no tortuosity, acute angle, bifurcating, with 80% stenosis. The vessel characteristics at access site had no calcification, tortuosity, stenosis, acute angle or bifurcating. The procedure was an intervention. A contralateral approach was not used. One non-sterile 6f .070 jr 4 100cm was received for analysis inside a plastic bag. During the visual analysis, the unit¿s luer hub presented with a crack. Additionally, multiple kinks were observed 40, 62, 79, 80, 97 cm away from the distal tip. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. A high magnification analysis using sem equipment was completed on the hub body to evaluate the defect reported and presented evidence of fatigue striation and elongation patterns. The reported "luer hub-cracked" was confirmed. The returned unit presented with a cracked condition on the luer hub. The fatigue striations and elongations found on the hub are commonly associated with separations caused by material tensile overload. While the exact cause of the crack cannot be conclusively determined during the analysis, it is assumed the hub was induced to a tensile force that exceeded its yield strength prior to cracking. Storage or handling factors may have contributed to the event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.